Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that a philips cordless power flosser caught fire. No injury or property damage was reported.